Event description:
It was reported that a patient, underwent a paroxysmal atrial fibrillation procedure with a smart touch bidirectional and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. There is no further information about the hospitalization and if additional intervention was performed. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power settings at 30 watts, irrigation flow setting at 17 ml/min and agilis sheath small curve of 8.5f was used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4) it was reported that a patient, underwent a paroxysmal atrial fibrillation procedure with a smart touch bidirectional and suffered a cardiac tamponade which required pericardiocentesis. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was properly working. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products used: product name: carto® 3 system, us catalog #: unknown, serial #: unknown. Product name: stockert 70 rf generator, us catalog #: unknown, serial #: unknown. Product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown. Product name: lasso® nav eco variable catheter, us catalog #: d134301, lot #: 17033562l. Product name: webster® cs catheter with ez steer¿ technology, us catalog #: bd710df282rts, lot #: 17038746m. Product name: soundstar® eco diagnostic ultrasound catheter, us catalog #: 10439072, lot #: g4000672. St. Jude medical has being notify for (brk-1 needle and agilis small curve, 8.5f sheath) the non-bwi concomitant products used. Manufacturer's reference #: (B)(4).